Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) received an inappropriate shock while sleeping and subsequently presented to hospital. It was stated that the patient has also had four previous inappropriate shocks. Upon a device data review, the shocks were delivered due to over-sensed artifacts and variable r-wave amplitude morphology in the programmed sensing vector. Diagnostic imaging was performed which did not show evidence of electrode damage nor a positioning problem. The physician performed provocative maneuvers which did not reproduce the artifacts seen during the inappropriate therapy episodes. It was hypothesized that the events were the result of sense node b artifacts. Automatic set-up was performed and the secondary vector failed, but the physician elected to program to this vector to avoid sense node b artifacts. It was stated that if further inappropriate therapy occurred, the s-ICD system would be explanted. At this time, the s-ICD system remains implanted and the physician is continuing with remote monitoring. The patient was stable with no additional adverse effects.

Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) received an inappropriate shock while sleeping and subsequently presented to hospital. It was stated that the patient has also had four previous inappropriate shocks. Upon a device data review, the shocks were delivered due to over-sensed artifacts and variable r-wave amplitude morphology in the programmed sensing vector. Diagnostic imaging was performed which did not show evidence of electrode damage nor a positioning problem. The physician performed provocative maneuvers which did not reproduce the artifacts seen during the inappropriate therapy episodes. It was hypothesized that the events were the result of sense node b artifacts. Automatic set-up was performed and the secondary vector failed, but the physician elected to program to this vector to avoid sense node b artifacts. It was stated that if further inappropriate therapy occurred, the s-ICD system would be explanted. The physician initially elected to continue with remote monitoring. However, it was recently reported that the patient has received multiple additional inappropriate shocks in 2024 due to over-sensing. The patient was hospitalized, where the physician elected to upgrade the patient to a transvenous implantable cardioverter defibrillator (ICD) system. The following day, this s-ICD system was explanted to resolve the event. No additional adverse patient effects were reported. The explanted s-ICD system has been quarantined by the pharmacy and will be returned once available.